Event description:
A customer in the (B)(6) notified biomérieux of a qcv-detected failure in section a1 of the minividas® instrument (ref. (B)(4), serial (B)(4)). The qcv detected failure occurred on (B)(6)2020 the most recent successful qcv occurred on (B)(6) 2020. A retrospective analysis was performed for the affected timeframe. The customer had performed six (6) pct (procalcitonin) assays at position a1 since the last successful qcv on (B)(6) 2020. The samples were retested, three (3) samples had no interpretation change and three (3) were falsely underestimated. A biomérieux field service engineer (fse) visited the customer and confirmed the pump at position a1 was below factory specification. The fse cleaned the instrument and performed two (2) qcv tests, both obtained passing qcv results. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be conducted.

Manufacturer narrative:
A customer in the united states notified biomérieux of a qcv-detected failure in section a1 of the minividas® instrument (ref. 99737, serial (B)(6)). In response to the customer complaint, biomérieux conducted an internal investigation. A qcv alert is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the mini vidas system risk analysis. A local biomérieux field service engineer (fse) was dispatched to the customer site on 09-jan-2020in order to repair and qualify the instrument. The fse performed the following actions: visual inspection of the seals (unstuck dot, crystallization, misplaced or glued dots, debris, fibers, aluminum particles). Replacement of the seals. Visual inspection (in the tray, on the door, on the shield insulate plate, on the bottom of the frame). Performed a pump tester, pump tester failed at section a1. Performed pump cleaning on the section a. Performed a new pump tester after the cleaning, all values including section a1 were in the range. Checked door plunger ball. Checked stricker plate. Spring integrity check. Free and smooth vertical movement of spr blocks. Cleaned and lubricated the screws holding the spr block. Checked spr block and adjust. Checked tower height and adjust. Checked pump block and adjust. Checked retainer plate integrity. Checked tray depth and adjust. Qcv test performed in order to qualify the instrument. The qcv test performed after instrument cleaning passed; the instrument is now operating as intended. Root cause: pump clog at section a1 . See section h10.